Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient stated the reservoir of his inflatable penile prosthesis (ipp) was bothering his bladder. All components were removed and replaced. No further complications were reported in relation to this event. Boston scientific has been unable to obtain further information.